Event description:
Caller tested 2.5 inr on the coaguchek xs system while a comparison lab returned as 3.6 inr. Customer mentioned his arm is "very bruised" from when the blood was drawn for test. No treatment received. No adverse event reported. Requested return of suspect strips and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.